Event description:
The reporter stated that she cut her finger from broken glass when breaking the control ampoule for use about one year ago. She had been wrapping gauze around control ampoules since.